Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy for supraventricular tachycardia (svt). The patient was awaiting heart transplant. Based on the diagnostic information the patient was in atrial arrhythmia for about a month. The patient had been in what appeared to be an atrial tachycardia for about 15 minutes with several correct diagnoses of svt. Morphology changed slightly and did not match the template and two bursts of atp were delivered as a result. The second atp slowed the tachy to below the detect rate. There was another episode of vt/vf which received shocks. The patient then had a pulseless electrical activity (pea) arrest and expired.